Event description:
On october 14, 2025, overture was notified of a revision surgery involving the removal of tibial 20mm and femoral oblong 22.5x40mm implants, initially implanted on (B)(6) 2024. The revision was performed to convert the overture system to a total knee replacement after the patient reported knee pain. The surgeon stated that the implants were well fixed, but there were poly fragments in the knee. The tibial polyethylene articulation surface was worn and pitted. The femoral component appeared unremarkable.